Event description:
A customer from (B)(6) notified biomérieux of false resistant piperacillin/tazobactam results for escherichia coli in association with vitek® 2 ast-n208 card. The customer received a resistant result for piperacillin/tazobactam from vitek 2 on both initial and repeat testing. The kirby bauer result was susceptible (23 mm). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. The customer stated there was a delay of greater than 24 hours in reporting the patient results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) notified biomérieux of false resistant piperacillin/tazobactam (tzp) results for escherichia coli in association with vitek® 2 ast-n208 card. The customer submitted the strain for evaluation. An investigation was performed. The submitted isolate was subcultured, and the identification was confirmed as e. Coli. Testing included ast-n208 cards from the customer lot (5780548103) and a random lot (5780481203) and broth microdilution (bmd) as the reference method for tzp03n formulation used in this card. Note: the customer reports sterilizing their dispensette with alcohol rather than autoclaving. The results were tzp mic = 32 (I) on both ast-n208 cards tested, and bmd = 16 (s). The vitek cards and reference method are in essential agreement with only 1 doubling dilution difference. The vitek 2 ast-n208 cards performed as expected.